Event description:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain female") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), fatigue ("extreme fatigue"), joint pain ("joint pain"), heavy menstrual bleeding ("hemorrhagic periods"), musculoskeletal pain ("musculoskeletal pain"), urinary tract infection ("urinary tract infections"), knee pain ("knee pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with removal of the fallopian tubes). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, joint pain, heavy menstrual bleeding, musculoskeletal pain, urinary tract infection, knee pain or alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain female") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), fatigue ("extreme fatigue"), joint pain ("joint pain"), heavy menstrual bleeding ("hemorrhagic periods"), musculoskeletal pain ("musculoskeletal pain"), urinary tract infection ("urinary tract infections"), knee pain ("knee pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with removal of the fallopian tubes). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, joint pain, heavy menstrual bleeding, musculoskeletal pain, urinary tract infection, knee pain or alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: nullification: upon receipt of follow up information this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain female") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), fatigue ("extreme fatigue"), joint pain ("joint pain"), heavy menstrual bleeding ("hemorrhagic periods"), musculoskeletal pain ("musculoskeletal pain"), urinary tract infection ("urinary tract infections"), knee pain ("knee pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with removal of the fallopian tubes). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, joint pain, heavy menstrual bleeding, musculoskeletal pain, urinary tract infection, knee pain or alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.